Event description:
It was reported that on 25mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 12f amplatzer amulet delivery sheath. During procedure, it was noted that the amulet loader would not attach to 12f amulet sheath with the flushing tool was connected. The cable disconnected from the device while lobe was deployed in laa and disc remained in the loader. The physician was unable to recapture the deployed lobe so in interest of patient safety it was decided to deploy the lobe and accept position of the device. The patient will be monitored due to risk of embolization. There was significant delay during the case to reconnect the cable while in the loader, to explore safe options for deploying the disc without cable and analyzing transesophageal echocardiogram (toe) images to confirm device was safe to leave. The patient remained hemodynamically stable throughout the procedure. They confirmed the device did not embolize.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of premature separation (cable disconnected from the device) was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.